Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the operating room for a lead extraction. Lead integrity alert was received. Noise and sudden decrease in sensing amp were also observed. The lead was explanted and replaced. The patient was stable post-procedure and will continue to be monitored.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasions were noted at 13.5-14.6cm and 12.8-13.3cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 6.7-8.3cm from the distal tip. The sensing conductor etfe was abraded at this location. This is consistent with the observation from the field of noise and sensing anomaly.